Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the bent cannula infusion set and high blood glucose event. The customer¿s blood glucose was 526 mg/dl at the time of incident. Troubleshooting was performed and customer stated that they had no issue with the scarred or hardened tissues, no issue with the serter and tape not sticking. Customer also reported a high blood glucose of 526 mg/dl and no form of treatment was reported and no troubleshooting was performed. Customer did not mention if the auto mode feature was active at the time of high blood glucose event. The insulin pump is not expected to return for analysis.